Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/20/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Other company¿s devices were used during this study: a st. Jude medical slo sheath 8.5 french. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a patient with persistent atrial fibrillation underwent an ablation procedure with a navistar rmt catheter and suffered a cardiac tamponade requiring pericardiocentesis and protamine for heparin reversal. The patient received anticoagulation during the procedure with acts maintained at approximately 300-350 seconds. After trans-septal puncture and during the onset of mapping, a cardiac tamponade was confirmed via ultrasound. The procedure was aborted. The patient was required one day of hospitalization for observation. The patient was reported to be in stable condition at the time the complaint was reported. No bwi product malfunction was reported. The physician's opinion regarding the cause of this adverse event is that it was related to patient condition. It was thought to have occurred during trans-septal puncture but was noticed during mapping. Factors that may have contributed to the adverse event include that the patient has a small patent foramen ovale. It was suspected that the slo sheath created a "false track" in the anterior portion of the left atrium.

Manufacturer narrative:
(B)(4). It was reported that the patient suffered a pericardial effusion. The caller stated that the effusion was noted on us after the transseptal and mapping had started, no ablations had been initiated. The procedure was aborted and a pericardiocentesis was performed. The patient is stable at this time. The returned device was visually inspected and it was found in normal conditions. Per the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.